Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they had been having some troubles for the last couple months. They went in and had a urine test because they thought maybe they had some kind of infection. They did the urine sample and everything was fine. They were having really bad pressure there. They were getting up during the middle of the night 3-4 times and they were not emptying their bladder all the way. When they got up or during the day they would have to sit there forever and rock back and forth to get their urine to come out. The other thing was when they get out of bed as soon as they stand up, urine would come out. The patient had tried increasing the stimulation but it didn't do anything. It made it uncomfortable. On march 26th they tried to increase the stimulation to 1.4 and it was uncomfortable for them so they kept it back at 1.3. They even tried 1.5 in june again but they couldn't do it so they put it back to 1.3. They had been trying all kinds of stuff but not changing programs because they were not comfortable changing programs on their own. The agent walked the caller through checking their settings and changing to a new program. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient has a doctor's appointment november 25. The patient also mentioned the area they placed the stimulator is protruding. If they sat down it is hard. If they lean backwards it really hurts. Redirected patient to their doctor. The patient mentioned unrelated medical history. This included the patient had to have their previous stimulator taken out because they could not have mris with the old one. They put in a new one because they were still having problems. They have severe back problems.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they had been having some troubles for the last couple months. They went in and had a urine test because they thought maybe they had some kind of infection. They did the urine sample and everything was fine. They were having really bad pressure there. They were getting up during the middle of the night 3-4 times and they were not emptying their bladder all the way. When they got up or during the day they would have to sit there forever and rock back and forth to get their urine to come out. The other thing was when they get out of bed as soon as they stand up, urine would come out. The patient had tried increasing the stimulation but it didn't do anything. It made it uncomfortable. On march 26th they tried to increase the stimulation to 1.4 and it was uncomfortable for them so they kept it back at 1.3. They even tried 1.5 in june again but they couldn't do it so they put it back to 1.3. They had been trying all kinds of stuff but not changing programs because they were not comfortable changing programs on their own. The agent walked the caller through checking their settings and changing to a new program. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient has a doctor's appointment november 25. The patient also mentioned the area they placed the stimulator is protruding. If they sat down it is hard. If they lean backwards it really hurts. Redirected patient to their doctor. The patient mentioned unrelated medical history. This included the patient had to have their previous stimulator taken out because they could not have mris with the old one. They put in a new one because they were still having problems. They have severe back problems. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.